Manufacturer narrative:
Pain at the removal site is a known and anticipated potential adverse effect as described in the eversense user guide, which does not require additional investigation.

Event description:
On (B)(6), 2026, senseonics was made aware of a user experiencing pain at the sensor removal site. The user's healthcare provider is aware of the condition and has recommended tylenol. The user also noted discharge from the site following sensor removal. Device and usage data are current, and the user continues to use the system as intended.